Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded.

Event description:
The patient reported experiencing elevated blood glucose due to a handling mistake while inserting the headset of the infusion set. He stated "he did not set it right so during the night the insulin came out of the cannula, but did not go through the skin." When he realized that it was wet, he felt feeling light-headed and had stomach cramps and his wife called the ambulance. No information was provided as to the type of treatment the patient received.